Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The insulin pump was received stuck in motor error loop during bolus/basal delivery. No unexpected compromised force sensor system alarm was noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No further tests could be performed due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm during a prime. The customer also reported a compromised force sensor system alarm would also occur. It was found the customer's insulin would also squirt out at the end of the tubing during a manual prime. The customer's blood glucose was unknown. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarms. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)